Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, when the device was being used, it could not be inserted into 5 mm trocar in the middle of the laparoscopic surgery for prostate cancer. When checking the tip of hand device, the insulation was found to be peeled off and was detached from the exterior metal part. As the size was still more than 5 mm even the jaws were closed, the doctor stopped using it. The procedure was completed with another device. Nothing fell into the patient's cavity. The piece was re-attached to the product. A normal postoperative x- ray was performed and no patient harm.

Manufacturer narrative:
One device was received for evaluation. The returned product did not meet specification as received. Visual inspection found the top moving jaw was partially separated from the overmold. There was no missing piece on the damaged jaw. The reported conditions were confirmed. The manufacturing engineer was notified and confirmed that the product jaw b seal plate and overmold did disengage and does not meet specifications. The device appears to have some, but not excessive use. No root cause for the jaw b disengagement could be determined. Engineering and manufacturing trained the maryland line operators to be cautious with the tips of the jaws when assembling and handling the devices, and to scrap any devices that show signs of delamination. Engineering reviewed the process to determine potential root causes for delamination. Operators were cautioned to avoid contact of the jaws with assembly fixturing. This complaint will be classified as undetermined. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any a good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.